Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.